Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized for overnight on (B)(6) 2025 due to hyperglycaemia. The blood glucose level was 33mmo/l at the time of event and the patient got treated with insulin pen. No further information available.